Event description:
It was reported that, pt complains of pain and limp for a year and a half. Pt found out through a neighbor of the recall. They called the doctor and the doctor told them that he has one of the recall hips. Pt has had MRI, bone scan, x-rays, aspiration of fluid, blood tests. Pt reports cobalt=6.5 and states that it was high. He will be having a revision with another surgeon because his surgeon doesn't due revisions. He will like to know who will cover all these costs. (Claims evaluation process).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.